Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the patient was feeling a quick "zap" in the ins pocket area 2-3 times a day. The patient was getting good therapy. The manufacturer representative (rep) checked impedances but was only able to run them at .5v so the biopolar values were all >4000 ohms. The unipolar values were ok. The patient was programmed on c & 3. The rep stated that she felt the same issue with the previous ins. The rep discussed turning ins off for a day or two to see if the patient still feels zap in pocket area. It was stated that the event was two weeks ago, then they said since implant. No further complications were anticipated/reported.